Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video scope eg29-i10. In the event reported, it was stated that the lcb was broken. The anomaly was observed in the workshop during inspection. There was no adverse event reported with this complaint. The device is pending repair where the lcb will be replaced. No additional information was provided this complaint.